Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Lead received in an approx. 18.5cm proximal portion with no portion of the j stiffener wire received along with coil wire or electrical discrepancies.

Event description:
Device analysis is provided.